Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Patient reported an left side "itching around the breast and chest into side," "consistent cough," "tenderness that is similar to premenstrual symptoms." Patient later reported "seroma fluid", "misshaped", and "hard". Healthcare professional later reported capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.